Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was received and evaluated. An external visual inspection was performed and passed. The customer complaint is undetermined as analysis would not be able to confirm the complaint nor determine a potential root cause. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values four days after the sensor was inserted in the abdomen. The patient felt well before leaving home and did not check the cgm display device. While driving, she felt disoriented and was in a motor vehicle accident. The patient denied receiving a cgm alert or alarm and did not check the estimated glucose value (egv). She did not check the bg. The driver of the other vehicle called an ambulance, and she was treated with glucose tablets and glucagon. The patient could not recall what the bg or cgm values were at that time. There was no documentation of further medical evaluation or intervention. Upon returning home, the bg was 220 mg/dl and the egv was 248 mg/dl which was accurate. At the time of the report, the patient was ok. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.